Manufacturer narrative:
This report is for an unknown biomaterial - cement delivery device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a percutaneous vertebroplasty performed on (B)(6) 2021, at first, the backside of the trial balloon on the right side was not inflated. So, a cement needle did not advance into the stent. Next, the backside of the stent was not inflated either. Again, a cement needle did not go into the stent. Cement was applied from a left stent to the right one. Finally, the cement leaked from the frontside of the centrum. Postoperative CT was taken, and it was confirmed that the cement had not leaked into the blood. The procedure was completed with less than (30) minutes surgical delay. No further information is available. This report is for (1) unk: biomaterial, cement delivery devices: spine. This is report 2 of 2 for complaint (B)(4).